Manufacturer narrative:
B5: additional information received it was reported that one day post index procedure, the patient was identified with the following: thrombocytopenia, moderate anemia, hypoproteinemia, heart failure, abnormal coagulation function, and hypofibrinogenemia. It was confirmed that there was no excessive blood loss during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft (B)(6) was implanted during the endovascular treatment of an aneurysm of the lower abdominal aorta and bilateral common iliac artery. It was reported that during the index procedure, after deploying the contralateral branch, the surgeon encountered significant resistance while attempting to retrieve the delivery system and the tip of the delivery system broke off inside the patient¿s body. The right femoral artery was surgically accessed via a cutdown to retrieve the detached tip. Additionally, an emergency blood cell analysis revealed low hemoglobin levels (66 g/l), and a transfusion of 1.5 units of blood was administered as treatment. Per the physician, the cause of the event remains undetermined. However, it was reported that there was vascular tortuosity that could have contributed to the detachment. No additional clinical sequelae were reported, and the patient will continue to be monitored.

Manufacturer narrative:
B5: additional information received: the tip issue was because the right external iliac artery became narrower after the stent was placed, and the tip end could not be withdrawn from the right external iliac artery. After multiple attempts by the surgeon, it was still unable to be withdrawn, and the tip end was separated from the delivery device. The broken tip could not be withdrawn from the external iliac artery, so that why it was decided to remove it from the brachial artery medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.